Event description:
In (B)(6) 2011, I was implanted with essure. Within three months. I had a rash on both legs. Within 18 months, my right laryngeal nerve was paralyzed and several large nodules were growing on my thyroid. From (B)(6) 2012 through (B)(6) 2013, I could barely speak above a whisper due to vocal cord paralysis. At this point, it is still paralyzed, but my left vocal cord is compensating. In (B)(6) 2013, I had a right thyroid lobectomy due to the 3.8 cm growth on that side of my thyroid and difficulty speaking and swallowing. Growths on the thyroid continued, and I had the remaining left thyroid removed in (B)(6) 2015 because, once again, it had become difficult to speak. There had been danger of a tracheotomy at this point as well. Meanwhile, on (B)(6) 2015, I suffered a tia at work. I then had a stroke that hospitalized me for four days on (B)(6) 2017. I have been suffering with almost daily migraines since 2013, nerve pain since 2012 and an autoimmune condition since the device was implanted. In addition, my endocrinologist has noted that I have vitamin deficiencies and can't understand why I seem to need a much higher dose of levothyroxine than someone my size would typically take. In addition, I have an irregular heartbeat and have had a high blood pressure for several years now, and am taking blood pressure medication. I am also hypocalcemic and have a concern of bone loss. Prior to implantation if the essure device, I was healthy, active female who needed no daily medicines. I did take birth control pills and vitamins. Now I must take eight medications on a daily basis. I am also at risk for another stroke because of continually narrowing blood vessels. I have lost my thyroid and, so far, one major nerve in my body. I am going to lose my uterus and fallopian tubes in order to rid myself of the device. This just isn't right.